Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed a power failure alarm. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The device was returned to a third-party service center and an evaluation confirmed the complaint. The power supply unit was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #:(B)(4).